Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed the returned device was in two sections as a result of a shaft break 25.6cm from the catheter tip. Stretching was present at the break site. The balloon protector was returned on the balloon. The catheter could not be prepared for balloon protector removal as the shaft was broken however, using straight force, the protective sheath was pulled from the balloon with little resistance. All blades were present and fully bonded to the balloon. The balloon and tip sections were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a balloon angioplasty treatment procedure, the catheter fractured. The physician encountered difficulty while withdrawing the blue cap from the 4.00mm x1.5cm x 140cm small peripheral flextome cutting balloon catheter and the device broke. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a balloon angioplasty treatment procedure, the catheter fractured. The physician encountered difficulty while withdrawing the blue cap from the 4.00mm x1.5cm x 140cm small peripheral flextome cutting balloon catheter and the device broke. No patient complications were reported and the patient status is stable.